Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported blockage was confirmed. Based on visual, functional, and chemical analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined the blockage appears to be due to the noted cellulose fibers. A conclusive cause for the fibers could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavy calcified lesion in the right anterior tibial artery. The armada 14 balloon catheter was advanced over a command guide wire; however, the guide wire would not go through the hub. The balloon catheter was removed and outside the patient, an attempt was made to backload the balloon catheter on to a guide wire, but the hub was blocked. The procedure was completed by a using a new armada 14 balloon catheter with the same command guide wire without any issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Chem analysis on 07/21/2015 revealed the blockage was foreign material including fibers and a polycarbonate flake which may have come from the device.